Event description:
During a pelviscopy, plastic piece in the housing broke off into the pt's abdomen and was retrieved. After the piece was retrieved the case continued using the same device. There was no consequence to the pt.